Event description:
It was reported that the patient had adjustments and afterwards, his ¿kidney¿ started hurting. Program 3 sometimes helped. The patient would also have annoying shocking down his right leg, but this wasn¿t painful. The patient had no falls or trauma. Three to four weeks prior to the report, the patient had a new pain of discomfort in his shoulders when reaching for something. This was further described as like a pinched nerve feeling with or without stimulation. The patient had contacted his company representative as well as his physician. Additional information was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 355531, lot# n347151, implanted: 2012-(B)(6), product type screening device product ID 3550-p4, lot# n346715, implanted: 2012-(B)(6), product type accessory, product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).